Event description:
Info rec'd that the brake caster would lock and hold, but caster would rotate if pushed on side no injury reported.

Manufacturer narrative:
Technician found the brake caster would lock and hold, but caster would rotate if pushed on side. Replaced caster to resolve this issue. Bed located on 1st floor.